Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open and 1 closed pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are 216 units in the surgical warehouse. Tightness test to the closed sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the suture broke.